Manufacturer narrative:
(B)(4). Batch # p5750k. Device evaluation: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during a laparoscopic duodenal switch, the device with a white reload, jammed on tissue, delivered two staples, and barely transected the tissue. The doctor was able to remove the endocutter with difficulty. A second like endocutter and white reload were used to complete the procedure. There were no patient consequences reported at the time of the procedure. One day, post op, the patient presented a leak near the anatomosis. The doctor reoperated on the patient but determined the leak wasn't due to the stapler issue that occurred in the original procedure. The hole in the bowel was fixed with vicryl suture and the patient was released.